Event description:
A surgeon reported that a patient presented with blurry vision. The patient had previously undergone lasik on (B)(6) 2012. It was determined that the patient was over-corrected. The left eye had a prk enhancement on (B)(6) 2012. The surgeon also noted that at the time of the lasik procedure, ridges had been noted on the stromal bed when the flap was lifted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).